Event description:
It was reported that the threaded section of the anchoring pin 40mm / 4mm broke off while it was being screwed into the patient's tibia during a navigated triathlon total knee replacement procedure. The broken piece was removed from the patient using a rotary handpiece and attachment. The pin had been reused and resterilized multiple times prior to the procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the threaded section of the anchoring pin 40mm / 4mm broke off while it was being screwed into the patient's tibia during a navigated triathlon total knee replacement procedure. The broken piece was removed from the patient using a rotary handpiece and attachment. The pin had been reused and resterilized multiple times prior to the procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During failure analysis, the reported event of broken pin was confirmed. Based on the event description, it was evident that this single use product was used multiple times. Therefore, the probable cause is a overstressing of the pin. The device was discarded by the manufacturer following evaluation.